Event description:
It was reported that the user received repeated urgent low-soon alerts from the ilet and experienced low glucose readings after a recent factory reset, treated with juice, became frustrated with beeping, and disconnected the pump; the agent provided troubleshooting and education, explained algorithm relearning post-reset, and guided a site change to resume insulin delivery. Symptoms included hypoglycemia. Outcomes included user reassurance after education, confirmation by fingerstick that glucose was rising, and successful resumption of therapy. Investigation included review of device alarms, algorithm behavior after reset, and user¿s infusion site status. Investigation of this case revealed no device malfunction and indicated expected algorithm adaptation post-reset with transient alert fluctuations, and that insulin delivery is suspended during low alerts as designed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with use-related factors during algorithm relearning and sensor-driven alerts. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.